Event description:
G [gastric] tube appeared to go through and through the stomach. Upper midline laparotomy performed. G tube balloon located in jejunum, traced back to ligament of treitz. Balloon partially deflated and pulled back from the small bowel until it sat 2cm at the skin. Bumper secured in place with silk suture tied around external portion of g tube, with tube reading 2cm at skin. Bumper also sutured into place to prevent migration. No free fluid or enteric contents appreciated intraabdominally. Manufacturer response for tubes, gastrointestinal (and accessories), cardinal health (per site reporter). Waiting for followup meeting.